Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the site reporter indicated the event occurred in the past few weeks from the date it was reported to the manufacturer representative.the customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery using a starclose se device after a cardiac stenting and angioplasty procedure. Reportedly, clip deployment was uneventful and the clip achieved hemostasis. A few hours later, the patient while in the recovery room, arterial bleeding was noted at the access site and a non-abbott device was applied on the groin. The patient had been anticoagulated with angiomax during the procedure and protamine was administered to reverse the anticoagulant. Hemostasis was achieved. The patient did not experience any adverse sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive cause determination. Arterial bleeding at the access site several hours after the clip was deployed was reported, can be influenced by, but is not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing, all starclose se devices are inspected and verified for proper loading of the clip onto carrier tube. At the final inspection stage a verification of all starclose se devices is performed to ensure that the ribbon wings open properly, collapse completely, are aligned and are not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. No information was provided regarding anatomical conditions that may have affected the device performance. The clip misfiring (resulting in device not sealing or closure not achieved or arterial bleeding) can be caused by the following: relaxing downward pressure or retraction of the device during clip deployment, failing to raise the device from 45 degrees to 60 to 75 degrees prior to clip deployment, or device not stabilized with the left hand during clip deployment. An inadequate nick and spread incision could also cause the clip to be deployed on the skin or in the tissue tract below the skin. There was no report of any abnormal user technique that may have affected the device performance. Based on the reported information and the manufacturing inspection criteria, a definitive cause for not achieving hemostasis after firing the clip and the associated patient effects could not be determined. Review of the device history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not available for analysis.